Manufacturer narrative:
The engineering evaluation noted in the revision reported was likely the result of tibial subsidence. Tibial subsidence may have been the result of poor bone quality or loosening of the tibial tray. However, this cannot be confirmed as the devices were not available for evaluation and no further information was provided.

Manufacturer narrative:
Pending evaluation.

Event description:
Right knee - reporter experienced swelling and pain 9 months post double knee replacement. The patient reports and incident where she was playing a sport and her knees collapsed. She had an x-ray done in which the right prosthetic showed to be collapsing into the bone. Patient had revision done in (B)(6) [01/01/2019] 2019 where she had the device explanted. Left knee - she notes her left knee was asymptomatic for the most part; however, another doctor saw the prosthetic pulling away from the femur and advised her to have it removed. She plans on explanted the left side sometime in the fall of this year (2019).